Event description:
It was reported that during procedure and while shaping, pieces of subject guidewire were coming off. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.